Event description:
It was reported the patient's pump was turned off because it has been ineffective for a number of months, maybe a year. The pump should have been replaced already, but due to the patient¿s¿ medical condition it has not been. The patient had been weaned down over the past few months prior to turning the pump off. It was believed the patient was not getting medication anyway, because when they accessed the pump there was more in there than was expected. The low reservoir alarm was going off. The patient was doing okay because he was given oral baclofen. There was not a pump problem but it was ineffective for 1.5-2 years. The patient was being weaned down during this time. The pump was delivering lioresal. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).